Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was evidence of the error recorded in the event history log. The reported problem was not duplicated. No fault was found. However, in the event history log multiple cassettes not attached properly alarm messages was recorded and it was recommended to have the downstream occlusion sensor replaced as preventative action. The root cause of the reported problem was unknown as the error was not duplicated. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Device operator is unknown. No information has been provided to date.

Event description:
It was reported that there was a repeated cassette alarm before infusion. There was no patient injury.